Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: no sample was returned for evaluation. Functional/performance evaluation: no sample was returned for evaluation. Medical records review: medical record were not provided. Image/photo review: images/photos were not provided. Conclusion: the device was not returned. The investigation is inconclusive for the alleged mold growth. The definitive root cause could not be determined based upon the available information. The relationship of the device to the mold growth is unknown. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: potential complications: potential complications that may occur with the use of these products or with any vascular implant procedure include infection and tissue erosion. Specific warnings, precautions, and indications for use of bard ptfe and polyester surgical felts are included in the current instructions for use (IFU).

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post op of an aortic root valve replacement, in which a ptfe felt was allegedly used in conjunction with several other products at the surgical site, the patient presented to the hospital with complications and was referred to another medical facility. Allegedly, black mold was found in the surgical area causing pericarditis or endocarditis. The hospital's infection control department is gathering information from all parties that had product used in this case. Patient status is currently unknown.